Event description:
A dog jumped on the patient's back and pushed on it. Since then, the patient was unable to get therapy coverage in her left leg. Reprogramming was attempted and the patient was getting rib pain in addition to discomfort in her lower back. It appeared that one of the leads had shifted. The patient had the stimulation off for a while and when she turned it on, it shot pain from the back, just above the lumbar spine. The patient had moved and was seeking a new physician. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).